Event description:
Patient stated she is not able see the sn number. Patient stated that the pump keeps beeping but no error messages is displayed. Advised that if it beeps without an error message, it typically means that the batteries need replacing. Patient stated she used new batteries and still beeped without error code. No further troubleshooting preformed. Patient does have a backup pump that is functioning properly and we will send replacement pump. Did the reported product fault occur while in use with a patient? No, did the product issue cause or contribute to patient or clinical injury? No, is the actual device available to be retuned for investigation? Yes, did we replaced device? Yes.